Event description:
Revision surgery - due to the pt presenting with rotator cuff deficiency. In addition, the head was high on the glenoid causing the glenoid to become loose and break.

Manufacturer narrative:
The reason for this revision surgery was identified as device loosening and breaking after 11 years of patient use. The healthcare professional indicated a significant adverse event to the patient. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history showed this is the first complaint for this lot. The root cause for the device loosening and breaking was most likely the rotator cuff deficiency as reported. There is no information reported that showed a material, design, or manufacturing problem with the product.